Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) experienced interference/noise at the baseline. The icm was not used and replaced. It was further reported that the replacement icm experienced noise, the device was re-positioned multiple times. Multiple programmers were used however noise remained constant. The icm remains in use. No patient complications have been reported as a result of this event.